Manufacturer narrative:
(B)(4): in response to medtronic¿s request for device return, no device was received for evaluation. The device was not returned and therefore no evaluation could be performed. (B)(4).

Manufacturer narrative:
The device was returned ((B)(4), lot# 0207558364). Visual evaluation found the flex circuit to have multiple creases and appeared to have been severely wrinkled/folded at certain locations. (B)(4).

Event description:
It was reported that an 8mm flex emg endotracheal tube was found to have a defective sensor intraoperatively, after the patient was already intubated. The surgeon stimulated the vagus nerve several times without result. The patient was re-intubated with a second tube¿no impact or injury was reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.